Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion. The suburethral portion of the mesh was removed on (B)(6) 2013 with colposuspension and posterior repair simultaneously. No additional information has been provided.